Event description:
As reported on smart study, patient had a dissection when it was being ballooned in the right superficial femoral artery (sfa). The patient was stented and issue resolved. Approx. 3 months post procedure, the stent had restenosis with persistent claudication, diagnosed during angiogram for percutaneous transluminal angioplasty (pta) of left sfa, and was resolved. Approx. 8 months post procedure, progressive in stent restenosis in the right sfa occurred and it was resolved with pta. It was determined as a potentially related to the study stent or the index procedure. The patient underwent an endovascular procedure involving implantation of an unknown 6 x 150 s.m.a.r.t. (Tm) flex vascular stent system 6f system, which was fully deployed and fully expanded by the end of the procedure, with the need for additional balloon dilatation. The lesion was the right sfa. Another non-cordis stent was additionally used. The lesion was 10 mm long with a 100% stenosis, and mild calcification. There was no pre-dilatation performed before stent placement. The device was implanted under local anesthesia via a femoral contralateral approach. The device was fully deployed and fully expanded with balloon dilatation. A non-cordis vascular closure device was used. Post procedure, the lesion showed a 20% residual stenosis. There were no adverse events reported. The patient was discharged 1 day later. At approximately 3 months post procedure, imaging was performed via angiogram, and the residual 50% stenosis was seen. There were no device deficiencies. At approximately 8 months post procedure, imaging was performed via angiogram, and the residual 80% stenosis was seen. Plain old balloon angioplasty (poba) was used to treat the restenosis. There were no device deficiencies. At approximately 73 months post procedure, imaging was performed via CT scan, and the residual 20% stenosis was seen. There were no device deficiencies. The device will not be returned for analysis.

Manufacturer narrative:
As reported on smart study, patient had a dissection when it was being ballooned in the right superficial femoral artery (sfa). The patient was stented and issue resolved. Approx. 3 months post procedure, the stent had restenosis with persistent claudication, diagnosed during angiogram for percutaneous transluminal angioplasty (pta) of left sfa, and was resolved. Approx. 8 months post procedure, progressive in stent restenosis in the right sfa occurred and it was resolved with pta. It was determined as a potentially related to the study stent or the index procedure. The patient underwent an endovascular procedure involving implantation of an unknown 6 x 150 s.m.a.r.t. (Tm) flex vascular stent system 6f system, which was fully deployed and fully expanded by the end of the procedure, with the need for additional balloon dilatation. The lesion was the right sfa. Another non-cordis stent was additionally used. The lesion was 10 mm long with a 100% stenosis, and mild calcification. There was no pre-dilatation performed before stent placement. The device was implanted under local anesthesia via a femoral contralateral approach. The device was fully deployed and fully expanded with balloon dilatation. A non-cordis vascular closure device was used. Post procedure, the lesion showed a 20% residual stenosis. There were no adverse events reported. The patient was discharged 1 day later. At approximately 3 months post procedure, imaging was performed via angiogram, and the residual 50% stenosis was seen. There were no device deficiencies. At approximately 8 months post procedure, imaging was performed via angiogram, and the residual 80% stenosis was seen. Plain old balloon angioplasty (poba) was used to treat the restenosis. There were no device deficiencies. At approximately 73 months post procedure, imaging was performed via CT scan, and the residual 20% stenosis was seen. There were no device deficiencies. The device will not be returned for analysis. The reported minor dissection occurred during the pre-dilatation phase of the percutaneous transluminal angioplasty (pta) procedure and is consistent with a known and well-documented procedural risk. This event is not attributable to the smart flex vascular stent, as it occurred prior to device deployment and was effectively managed with subsequent stent placement. The patient subsequently developed progressive ¿stent restenosis¿, first identified approximately 3 months and 8 months following implantation of the s.m.a.r.t. Flex vascular stent system in the right superficial femoral artery represent known complications associated with peripheral arterial disease and endovascular intervention. The index procedure involved treatment of a severely stenosed and calcified lesion with successful deployment and expansion of the study stent, supplemented with additional balloon dilatation and placement of a non-cordis stent following procedural dissection. Follow-up angiographic assessments demonstrated progressive restenosis, which was managed successfully with repeat percutaneous transluminal angioplasty/plain old balloon angioplasty interventions. No device deficiencies, stent fracture, migration, thrombosis, embolization, or other mechanical failures were identified throughout the follow-up period, including long-term imaging at approximately 73 months post procedure demonstrating improvement to 20% residual stenosis. Given the absence of evidence indicating device malfunction and considering the patient¿s complex vascular disease, total occlusive lesion at baseline, procedural dissection, and known propensity for neointimal hyperplasia and recurrent restenosis following femoropopliteal intervention, the reported events are most consistent with progression of underlying peripheral arterial disease and expected restenotic response following endovascular treatment. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ the information available does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.